Event description:
On (B)(6) 2014, the distributer contacted animas and reported frequent "loss of prime" with unknown cause. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: during the investigation, a review of the pump¿s black box history showed loss of prime with non-zero force. No loss of prime warnings occurred during testing. The force sensor calibration was found to be within specifications. The issue of frequent loss of prime alarms was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.